Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. The customer's blood glucose level was 370 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.